Manufacturer narrative:
3m¿ is unable to verify the leak, identify exact location and root cause without the sample. Base on the problem description, this was likely caused by a loose luer connection. IFU instructs user to tighten luer connections prior to and during use. Scar aaue-bjlsas was previously implemented (B)(6) 2021 for loose luers in high flow disposables. 3m¿ will continue to monitor.

Event description:
A hospital alleged 3m¿ ranger¿ high flow disposable set, model 24355 became disconnected at a leur connection after 10 units were transfused. No injury was reported.